Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Installed new umbilical cable, tightened contacts on key switch assembly, loose hardware. The imaging system passed the system checkout and was found to be fully functional. The device was returned to the manufacturer for analysis. Hardware investigation of the umbilical cable could not confirm reported problem. Umbilical cable passed bench level test. Umbilical cable was installed in the imaging system 267 and ran without any issues. No fault found. Software analysis unable to determine probable cause without further information since the on-going investigation proved to be inconclusive. No logs were available. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported a complaint from the site that they imaging system was fully booted, then sat for about 10 minutes and next thing they saw on the pendant was system booting please wait, then system initializing please wait. It ultimately booted normally. The medtronic representative suspects maybe the umbilical was unplugged when system moved into the room and then when plugged back in, the tech wasn't expecting to see the "initializing" message while the mobile view station (mvs) connected to image acquisition system (ias). She's going to pull logs in order to try to confirm issue. There was no patient present when this issue was identified.